Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this implantable cardioverter defibrillator (ICD). The device displayed an error code 1003 indicative of battery voltage too low for the remaining capacity. Boston scientific technical services (ts) reviewed the device data and found battery consumption was increasing gradually. Device replacement was recommended. This device was subsequently explanted, replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned ICD was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this implantable cardioverter defibrillator (ICD). The device displayed an error code 1003 indicative of battery voltage too low for the remaining capacity. Boston scientific technical services (ts) reviewed the device data and found battery consumption was increasing gradually. Device replacement was recommended. This device was subsequently explanted, replaced and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this implantable cardioverter defibrillator (ICD). The device displayed an error code 1003 indicative of battery voltage too low for the remaining capacity. Boston scientific technical services (ts) reviewed the device data and found battery consumption was increasing gradually. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.